Event description:
Initial report from hcp indicated - before last refill patient reported withdrawal sx's. Pump was refilled 2003. Estimated 3 cc and actual residual volume was 7cc. Patient was sent home for the weekend. Patient has called rn on the date of the event reporting more intense withdrawal sx's. Follow up with hcp revealed patient was in "quite severe narcotic withdrawal." Patient evaluated with dye study and catheter found to be blocked. Hcp unable to aspirate catheter at side port. Patient's pump was turned off, oral narcotics prescribed and patient referred to surgeon for evaluation for device replacement.